Event description:
It was reported that during a low anterior resection the anvil remained in situ. The surgeon decision was to redo the distal transection with contour and complete the anastomosis with a complete cdh25b. The surgery was delayed. Surgeon made decision to redo distal transection with contour and complete anastomosis with cdh25b. Further information regarding the misfire - knife & staples deployed. Staples appeared to not have been placed in the correct position with many missing tissue, knife believed to have acted as expected. Surgical assistant reported the anvil snapped into place but with more difficulty than usual and firing felt different. Indicator reported to be within tissue compression scale. Backup cdh25b worked as expected.

Manufacturer narrative:
(B)(4). Date sent 10/28/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "staples appeared to not have been placed in the correct position"? Was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #u5cn68. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No anvil issues were noted at any time during the testing. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number u5cn68, and no non-conformances were identified. Additional information received: the staples were placed in an inconsistent circular formation with some staples not piercing the tissue at all and some staples misaligned. The staples that were placed in tissue appeared to have been formed correctly. Unfortunately I do not have any further information.